Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft was implanted during the endovascular treatment of an unknown size thoracic aortic aneurysm on an unknown date.  It was reported during the index procedure a type IV endoleak was suspected. On subsequent follow ups aneurysm expansion was observed and it was noted in the last six months rapid aneurysm expansion had occurred. The patient underwent a thoracotomy. During the intervention blood leakage was confirmed from the suture region of the valley portion of the stent graft. When the problem area was closed with a patch, a new similar blood leakage was confirmed from the lower stent's valley portion. The stent graft was partially cut, explanted and replaced with an artificial blood vessel. Per the physician the cause of the endoleak is undetermined but noted the endoleak was considered to be type a type IV during the initial procedure, but it might also have been type iii from the beginning. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: the valiant captiva stent graft was implanted on (B)(6)2018. On the 6 month follow up aneurysm expansion was first observed. On (B)(6) 2022 the valiant graft was explanted. Film evaluation summary: the reported type IV and type iiib endoleak could not be confirmed on the films provided. The reported aneurysm expansion was confirmed; however, the cause of the event could not be determined. Procedural angiograms including endoleak interrogation were not available to determine the type and source of the endoleak reported at index. It is most likely that an acute type IV endoleak was present at the time, but this could not be confirmed. Acute type IV blush endoleak caused by fabric porosity most likely would have self-resolved within 24 hours post-implant. A type iiib endoleak is unlikely to have occurred at index and there was no obvious endoleak observed on the follow up films provided. While is it possible that the blood observed during the laparotomy procedure may have been an endoleak and may have contributed to the reported taa expansion, this blood leakage could not conclude that there were any resulting clinical events (e.g. Endoleak) in-vivo. This reported leakage may have been due to the removal of tissue/thrombus previously attached to the outside of the stent graft prior the laparotomy that may have covered all the suture needle holes. Manipulation of the stent graft during the laparotomy also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft, and this blood seepage may have potentially been exacerbated by thinning blood from patient medication or another coagulopathy issue. It is also possible that a patent collateral vessel may have contributed to the aneurysm expansion. Analysis of the returned films did not reveal any stent graft integrity issue. Device evaluation summary: the graft was returned in 3 sections with a transectional cut between stent rings 2 and 3 and between stent rings 5 and 6. A repair patch was visible on the graft material at the 5th stent ring. Suture breaks were observed on a number of stent rings. No nitinol breaks were observed. There were no graft fabric tears/holes visible on the 3 sections of the graft. The reported endoleak could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.